Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an emergency room visit due to high blood glucose levels. The customer also reported that the device alarmed no delivery several times and the device was not delivering insulin. The customer's blood glucose level at the time of admission was 525 mg/dl, but was 187 mg/dl at the time of call. The customer's symptom included a flushing face. The customer tried to treat with the insulin pump. The customer was treated in the hospital with shots and an IV. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was unknown. The customer completed troubleshooting for the no delivery alarm and was able to verify that insulin exited the tubing. The device did not alarm no delivery and the customer was informed that the product was working as designed. Nothing was replaced or returned.